Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 506 mg/dl. Customer stated their blood glucose was high because they forgot to resume the insulin pump after showering. The customer stated they fell into a lake while connected to the insulin pump. The customer also reported scratches were present on the insulin pump's display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched display window.